Event description:
It was reported that the patient developed an infection at the ipg site. Surgical intervention was undertaken on 15 november 2022, where the ipg was explanted. Patient received antibiotics to treat infection.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information.